Event description:
During an atrial fibrillation case, a pericardial effusion was noticed in the patient. After pulling back from the left atrium into the right atrium, a pericardial effusion was discovered and visualized on intracardiac echocardiography (ice), with the soundstar® catheter. The pericardial effusion was confirmed via ice as well. The medical intervention provided to the patient was a pericardiocentesis, and about 1l of fluid was removed. The patient was in stable condition. There were no bwi ablation or mapping catheters in use for the procedure, besides the soundstar® catheter. The caller noted that a (B)(6) pulseselect¿ generator was in use. Additional information was received stating it was believed the pericardial effusion was caused using (B)(6) flexcath cross during transseptal or while ablating the posterior wall. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".